Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board has been checked and replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) has been checked and replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. The defective pressure transducer pcb was returned for the further analysis. No abnormality was found and the reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).